Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Device evaluated by manufacturer? No: lens not returned. (B)(4).